Manufacturer narrative:
The product was not available for evaluation, as such no definitive conclusion can be drawn as to the source of the cutting problem. One other complaint from the same lot, sg-2019-6150 / 880065 was identified for a similar reason code. The product was returned for evaluation, and the complaint confirmed due to a clog in the cutter. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action deemed necessary. The investigation is complete.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. Device not available as it was an infectious case; hospital had to discard. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reported that during surgery a cutter was not cutting well at certain angles. Another pack was opened for the surgeon. No patient impact/injury reported.